Manufacturer narrative:
Date initial report sent: 9/20/2007

Event description:
Procedure: wedge resection. Patient sex: unk. According to the reporter: after the 3rd firing, the black return knob was retracted, but the jaws wouldn't open. The device locked at the tissue. The surgeon then cut the tissue by another device and removed it. There was no bleeding reported, the surgeon used another device, and procedure was completed.